Event description:
The complainant reported that the clinician were performing a therapeutic liver tumor ablation on a female patient. The ablation was performed using electrode pads and a 5cm probe at 200 watts. During the procedure the device displayed a "p2" error message, indicating that the pad was faulty - when the pads were removed minor burns were observed on one of the patient's thighs. The clinicians felt that the burns may have been the result of the pad having gotten wet from the clinicians' attempts to cool down the patient during the procedure; this was done because the patient was complaining of the heat from the pad. The clinicians then changed the pads and continued the patient procedure. The clinicians then continued the patient procedure using the same 5 cm probe at 200 watts. During this portion of the procedure a 2nd degree burn (red and blistering) was observed on the patient's thigh. The clinician successfully completed the procedure. The burn was treated with ointment, and the patient was discharged from the hospital the following day. The complainant indicated that subsequent to the procedure the clinicians determined that the reported burn resulted from the 5 cm probe at 200 watts being used, as this was too much energy for a patient weighing pt's weight. The complainant further reported that the "p2" error message displayed on the rf 3000 generator was appropriate as the pad had gotten wet and the device was alerting the clinicians that the pad needed to be changed. There have been no continuing adverse affects to the patient as a result of the burn.